Event description:
Pt complained of pain and reduced mobility from a surgery in early 2011. It was reported that the postop x-rays showed medial migration of the helical blade into the pelvic region on an unk date. Surgeon removed the helical blade. The trochanteric fixation nail and the locking bolt remain intact in the pt.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.